Event description:
It was reported that during a parathyroidectomy procedure, the device blade was eating into the tissue pad. There was no pieces in the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned in good condition. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area.